Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to need for MRI and the patient became a non-user of the device. The patient also received no benefit from the device. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction g4: correct PMA/510(k) is p890027, not p840024 as previously reported in the initial report [6000034-2025-01748]. Device analysis report attached.